Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient with granulomas of foreign bodies and wound dehiscence underwent coronary bypass procedure, post-operatively, patient developed infection and treated with antibiotics.